Event description:
It was reported that an altitude alarm occurred. The customer experienced ketones and an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer went to the emergency room (ER) and received intravenous insulin to address the bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Multiple follow up attempts were made to obtain additional information, however a response was not received.